Manufacturer narrative:
The facility reported contamination issues and they reported potential patient impact from this contamination. The facility uses dsd edge automated endoscope reprocessors (aer) to reprocesses their endoscopes. To date, there has been limited information provided by the facility on the contamination or where it was discovered. It was reported the center for disease control and prevention cdc has been in communication with the facility. They listed potential source of contamination is from the aers and they have recommended sending water samples from their aers to be tested. Those results have yet to be disclosed to medivators. The facility has contacted medivators field service staff regarding various inquiries related to their machines but has not requested an onsite evaluation of their machine. This facility does not have a service contract with medivators; therefore, they use a third party or an internal resource for the maintenance of their machine. Medivators fse has recommended that the facility to perform a waterline disinfection cycle to decontaminate theirs machines no other recommendations have been made without an onsite evaluation of their machine and related processes. There has been no indication as to whether the medivators dsd edge had any involvement with the facilities contamination issues and to medivators knowledge the machines are running within specification. This will continue to be monitored in the medivators complaint handling system.

Event description:
The facility reported contamination issues and they reported potential patient impact from this contamination. The facility uses dsd edge automated endoscope reprocessors (aer) to reprocesses their endoscopes.

Manufacturer narrative:
The facility confirmed the center for disease control (cdc) performed water cultures from the pre and post-filter water. The water from the post-filter water tested positive for bacteria. The facility reported they have changed all filters in the automated endoscope reprocessor (aer) per the dsd edge user manual. It was not confirmed if the facility conducted a waterline disinfection cycle after changing filters per the dsd edge user manual. The facility reported they are still having bacteria issues but continue to reprocess endoscopes in the aer. The facility reported the cdc performed another water culture from the aer. Neither the initial or additional water test results have been shared with medivators. The facility reported they are focusing on their incoming water supply as a possible source of the issue. The facility continues to service their own unit without the aid from medivators. Medivators has recommended an medivators field service engineer fse inspect the aer onsite and the facility has refused. There have been no reports of patient harm. This complaint will continue being monitored in the medivators complaint handling system.